Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when using the device, they were not able to pass it through the peel-away introducer. When they go to see the catheter they notice a crash in some parts of it, reason why it couldn't go through the introducer". No patient injury or consequence reported. The patient's condition was unknown.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of sheath body damaged in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage.". The customer report of sheath body damaged in use was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when using the device, they were not able to pass it through the peel-away introducer. When they go to see the catheter they notice a crash in some parts of it, reason why it couldn't go through the introducer". No patient injury or consequence reported. The patient's condition was unknown.